Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. However, there was no product malfunction; the issue was the result of user error. 1 device was not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction event, where it was reported the clinician was not alerted/aware of possible patient fall condition. There was 1 event with patient involvement; the patient experienced a fall.